Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had multiple pump error alarm. The customer¿s blood glucose level was 81 mg/dl at the time of the incident. Customer was able to rewind the insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the self test and the displacement test. No unexpected software error or hal software error detected alarms occurred during testing however, the formatted history file confirmed software error and hal software error detected alarms, problem isolated to the electronic assembly.